Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the skin inside and around the implant burns and hurts like "someone is jammin' me with a knife" for the past few months. The patient also noted that they recently started a new job that requires a lot of lifting and thought it was possible that the implantable cardiac monitor (icm) may have moved in their chest. Follow-up was attempted; however, no additional information could be obtained since the clinic indicated that they had not seen the patient for over a year prior to their call to the manufacturer. The icm remains in use. No further patient complications have been reported as a result of this event.